Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called and stated that she had fallen and broken her femur and had a left hip replacement on (B)(6) 2017. She did rehab for 3 months, and on (B)(6) 2017, she went back to her doctor for pain. They did an x-ray and found nothing wrong. On (B)(6), patient had an MRI done and it was found that she had a non-union necrosis. She was revised on (B)(6) 2018.